Event description:
It was reported that a patient experienced a leak on a disposable cassette. The patient reported that the connection between the solution bag and the patient line was not fully secure and came apart, resulting in a leak. The patient was connected at the time of the leak but did not get any solution on them. The technical service representative (tsr) assisted the home patient (hp) in ending therapy. The tsr advised the hp to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.